Event description:
It was reported that the pump had a bad main board and a bad display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log identified auxiliary control unit (acu) watchdog failure. During functional testing using the power up process was unable to duplicate the acu watchdog failure. Normal wear of the main board causing intermittent error, it's over 14 years old and has the green high profile supercap. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replaced the main board and performed power up process and all functional tests which passed.